Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Customer states that she feels and requires no medical attention. Customer's expected blood results are 95-110mg/dl fasting. Verified the strips expire 05/23/2017. Reviewed meter memory: 57mg/dl, (B)(6) 2015, 10:50:00 am, fasting: yes; 95mg/dl, (B)(6) 2015, 06:47:00 am, fasting: no; 97mg/dl, (B)(6) 2015, 04:15:00 pm, fasting: no; 141mg/dl, (B)(6) 2015, 07:00:00 am, fasting: yes; 129mg/dl, (B)(6) 2015, 06:00:00 pm, fasting: no. No adverse event reported.